Event description:
According to the op report, this mitral valve was explanted due to endocarditis and paravalvular leak. It was implanted along with an aortic sjm valve (23aecj-502) due to endocarditis with "large" vegetations and positive gram stain. Upon admission for explant, the pt was in congestive heart failure with fever and "tee" showed a "large" paravalvular leak. At explant, the "entire" posterior aspect of the mitral valve was dehisced. There were no vegetations observed; however, there was "some debris suggestive of recurrent endocarditis". Another mitral valve (sjm 31 mecj-502) was then implanted and the pt was taken to the ICU in stable condition. The aortic valve remains implanted.